Event description:
In 2009, the patient reported that over the past 2 weeks, she has received e4 (occlusion) errors on her insulin infusion device which has resulted in elevated blood glucose readings up to 600 mg/dl. She stated she would receive the e4 within 2 hours of inserting a new infusion headset. She said the occlusions occurred mostly during basal delivery but a few occurred during bolus delivery. She stated that each time the e4 occurred she removed her headset and the cannula was bent. She stated she is currently using her abdomen as her site area. Her current blood glucose reading is 482 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.